Event description:
Resident was being lifted using a volaro lift. The left side sling attachment came out of hook clip and the resident fell to the floor. The left side of resident's head hit the floor. The resident was sent to the hospital.